Manufacturer narrative:
Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as 2134265-2017-12385. It was reported that during an ablation procedure, perforation and cardiac tamponade occurred. A intellamap orion¿ and intellanav oi where used, following removal of the catheters and sheath, cardiac tamponade and a perforation was observed. It was unknown what had caused the perforation. The physician was able to drain without cracking the patient¿s chest. The patient was in stable condition.